Event description:
It was reported that a malfunction alarm occurred with the customer's equipment, and the fault was identified as resettable. There was no reported impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump and was informed to continue using the device, with instructions to call back if the issue reoccurs.